Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), fibromyalgia ("autoimmune disorder - fibromyalgia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, fibromyalgia, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, alopecia, weight increased, weight decreased, hormone level abnormal and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fibromyalgia, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: plaintiff fact sheet received. Event: abnormal bleeding (vaginal) was added. Reporter's information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fibromyalgia ("autoimmune disorder - fibromyalgia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection") and alopecia ("hair loss") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, fibromyalgia, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, alopecia, weight increased, weight decreased and hormone level abnormal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fibromyalgia, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Product indication and essure implant date updated. Previously reported ¿injury¿ was updated to pelvic pain. Events- pregnancy: ectopic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), fibromyalgia, psych injury, device ineffective, bladder problems, urinary problems, vaginal infection, hair loss, weight gain, weight loss, hormonal changes and she did not underwent an essure confirmation test were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.